Manufacturer narrative:
Product ID: 97714, serial# (B)(4), product type: implantable neurostimulator. (B)(4).

Event description:
The patient initially reported that there was a broken connector (¿arrow broke¿) on the patient¿s desktop charger. A health care professional (hcp) reported via the manufacturer representative that the patient could not connect with the ins (implantable neurostimulator). The patient had continued to charge, but did not realize she was not getting coupling. The patient had contacted the manufacturer, but by the time she received the replacement, the ins was overdischarged. The patient waited for her appointment with the hcp to discuss the issue. The representative used al (antenna locate) to connect, performed a trickle charge, recharged the device, and cleared the por (power on reset). The issue was resolved at the time of the report. No patient harm was reported. The indications for use for the implanted device were noted as non-malignant pain and complex regional pain syndrome type I.